Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the stent graft migrated into the aneurysm sac. A talent converter is planned to be implanted at a later date to resolve the stent graft migration and proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak); patient's condition affected effectiveness of device (likely anatomy related). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (likely anatomy related).